Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.